Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 22-apr-2024 and 17-dec-2024 recorded the short interval counter with 50 short intervals on 27-arp-2024, followed by a period of zero short interval until in the end of the observation period multiple days with more than 150 short intervals per day were recorded. The other trends gained no further information. The analysis of the provided iegm episodes revealed artifacts on the rv and ff channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing on the ventricular channel was reported. Device currently remains implanted. Should additional information be received, this file will be updated.